Event description:
Caller indicated the relion confirm meter was reading high. Caller said that her husband is using the confirm meter and in the last week they noticed high readings and feel they were dosing incorrectly. Customer would take insulin based on the meter reading and would feel sick. The higher the reading the higher the dose he took. He was taken to the hospital on (B)(6) 2014 for high readings and was released from hospital on (B)(6) 2014. He was given insulin before he left the hospital and when he got home 2 hours later he took a test and got a reading of 448. He took another reading and got 550 so he decided to go to ER again. When he got there his glucose was 382 so he was kept in hospital for observation to determine why his glucose is high. They do not have controls to test the product. His testing technique is good. They carry supplies with them at all time. Caller (wife) said she will call an attorney because meter is not working. Replacing product.

Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification. Customer did not return product.